Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned for evaluation, visual inspection found the lens is in a dried condition and is stuck to the inside wall of the vial. Particulates, saline dentrites, dried solutions and what looks like dried blood are visible on the optic. Additionally, visual inspection found only half of the lens was returned. The optic has been cut or torn in half. To haptics are attached to the returned piece of the optic. The tip of one haptic is torn off and missing. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the current information a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Additional information: another lens of the same model implanted. Sutures were used. Reportedly, the patient is healing well.

Event description:
It was reported that the trailing haptic was trapped between the blue plunger and the cartridge tip of the inserter, thus it could not be fully delivered into the eye. The surgeon had to widen the incision, cut the lens from the injector and remove the lens from the eye. Reference MDR# 1313525-2015-01506 for the inserter involved in the event.